Manufacturer narrative:
This device is used for treatment, not diagnosis. Review of the device history record and the raw material indicate there were no manufacturing discrepancies relevant to this complaint.

Event description:
Patient reported that he was implanted (B)(6) 2010 with prodisc-l at level l5-s1. Patient was treated with pain meds for postoperative discomfort from approximately 6 months post-op until (B)(6) 2013, when he voluntarily discontinued meds. On (B)(6) 2013, patient experienced a sudden onset of severe pain after hearing and feeling a pop. Patient self-treated for three days with bed rest and applying ice packs. On (B)(6) 2013, he was still unable to move or drive without severe pain, and presented to the hospital. The superior portion of the prodisc-l had migrated posteriorly 25 percent. Patient returned to o.r. On (B)(6) 2013 for prodisc-l removal and revised to fra (femoral ring allograft) spacer and an atb (anterior tension band) plate to fuse the disc space at l5-s1. This report is for the inferior endplate. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device used for treatment, not diagnosis. Although the information called in by the patient describes how x-rays showed that the superior portion of the prodisc-l have migrated posteriorly 25% from the original placement, the information provided by the sales consultant describes how x-rays taken by the removal surgeon showed anterior migration of the polyethylene insert. This description appears to be more likely given the ¿pop¿ heard and felt by the patient, which could have been associated with the snap lock mechanism of the polyethylene insert. Note: no x-rays were provided with the complaint for review by product development. The failure mode associated with this complaint is therefore categorized as ¿inlay expulsion/dislocation¿. Listed potential harms include ¿could cause pain and/or patient injury (i.e. Neurological deficit) and require reoperation¿. Current design related controls include: snap-lock designed to prevent expulsion (see test reports for compression-shear, inlay pushout, and wear/durability); surgeon training and labeling including surgical technique manual (correct orientation of inlay during insertion by checking that rounded profile is facing anterior laser etching on inserter instrument also provides additional instruction by showing correct orientation of inlay upon insertion, and confirmation that inlay is fully seated by verifying "no step and no gap" contraindications include pars defect and spondylolisthesis > grade 1) fork distractor provides sufficient distraction and clearance of inlay and superior plate to allow inlay to be fully inserted and locked into place labeling warns against engagement in extreme activities (i.e. Heavy weight lifting) that may overload the spine and result in failure of the prosthesis. A journal review was conducted to evaluate articles with relevance to the current complaint. Though often occurring during the early postoperative recovery phase, the potential causes of inlay migration resulting from the improper insertion of the polyethylene inlay are described by mayer et al. (Ref 1) and zigler et al. (Ref 2). While the stability and integrity of the posterior elements was not described in the complaint description, several articles describe anterior polyethylene inlay migration associated with fractures or instability of the posterior spine (mathew et al. Ref 3 & schulte et al. Ref 4). Additional causes described in the literature could include incomplete posterior release and removal of nucleus material (jeon et al. Ref 5), as well as an initial placement that is too far anterior (aunoble et al. Ref 6). Based on the information available, the root cause for the polyethylene inlay migration described in this complaint cannot be determined. Potential causes could include potential trauma or instability of the posterior elements, limited posterior release with incomplete denucleation, or anterior misplacement. The complaint is deemed indeterminate.

Event description:
The polyethylene inlay migrated anteriorly. The inferior endplate had also subsided over the superior endplate.